Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7091926. Product family: dbs-ipg-r-MRI; upn: m365db12160; model: db-1216; serial: (B)(6); batch: 522016. Product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600c; serial: n/a; batch: 29238912. Product family: dbs-linear leads: upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7090077. Product family: dbs-extension: upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7100198. Product family: dbs-extension: upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7100202.

Event description:
It was reported the patient had the entire deep brain stimulation (dbs) system explanted due to infection at the left cranial burr hole site. No further information could be collected despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: unknown, model: unknown , serial: unknown, batch: unknown; product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(4), batch: 522016.

Event description:
It was reported the patient had the entire deep brain stimulation (dbs) system explanted due to infection at the left cranial burr hole site. No further information could be collected despite good faith efforts.